Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.0ua. The criteria is <55ua. Pass; meter setting, audio and all buttons function are ok; tested the suspected meter with in house control solution and retain strips (same batch of this reported strip, strip lot number:d150320-1). The control solution tests for level low are 65/62 mg/dl,for level high are 278/273 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass; because patient did not reurn strips, and accroding to our manufacturing record, this strip lot #d150320-1 was manufactured on 03/20/2015 and will be expired in march 2017. Ok biotech received no complaints from same manufacturing batch of strips . We are unable to confirm the complaint because device was check and found within our specification and no returned strip from patient, this matter has to be closed out with undetermined root cause.

Event description:
The end user reported that she sought medical attention on (B)(6) 2016 at 12:00 pm after receiving a low reading from her prodigy diabetes glucose meter. The end user stated that she was unconscious and the paramedics were called. The paramedics performed a blood glucose test with their meter and received a reading of 40 mg/dl. The paramedics administered IV fluids and the end user was transported to the ER and upon arrival her blood glucose was 90 mg/dl. She was admitted to the hospital and received additional IV fluids to assist with stabilizing her blood glucose levels. The end user remained hospitalized and no further information was provided.